Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. Lead model 4076 - no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) - no anomalies found. Proximal segment returned and analyzed. Corrected serial number of (B)(4) lead from none to (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) - no anomalies found. Proximal segment returned and analyzed. Corrected serial number of (B)(4) lead from none to (B)(4).

Event description:
The device and leads were returned to the manufacturer after the patient's death. The cause of death and date of death have been requested and not received. Follow up revealed patient had been seen in clinic only once and that was 2 months before death. The nurse reported no device issues were noted.

Event description:
The device and leads were returned to the manufacturer after the patient's death. The cause of death and date of death have been requested and not received.